Event description:
During an in clinic follow-up, loss of capture, failure to sense and decreased pacing impedance was observed on the right ventricular (rv) lead. An x-ray was performed and dislodgement of the rv lead was confirmed. The rv lead was explanted and replaced to resolve the event. The patient was stable.